Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that no tidal volume was delivered. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that no tidal volume was delivered. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue, replaced the gas delivery system (gds) per philips v60 service manual, and successfully performed tests on the device with no failures detected. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.